Event description:
It was reported that 27 bd alaris smartsite needle-free valve experienced flow issue. The following information was provided by the initial reporter: I had problems with this new connector tá de proof. When I went to assemble the system I needed to saline it, it takes pressure and does not let the serum pass, I had to remove it from the end of the extender to be able to saline it. I also had this problem of getting pressure. True, this q-syte has been giving problems!! They have pressure and the medications do not infuse. These days in a bed the fentanyl pump did not stop giving occlusion, I looked for it, I observed it, I changed the q-syte of the syringe, but the problem continued, when I went to see there was a problem in the q-syte of the faucet and when disconnected with a lot of cost, all measurement stopped (at the point of giving bolus). How many products had the deviation? So far we have had 27 notifications, but the problem happens institutionally.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone #: (B)(6).